Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry near vision. The lens was exchanged for an unknown monofocal iol 1 month and 25 days after the initial implant procedure. The clinical reason was the patient unhappy with their visual acuity. Additional information received stating that there was no patient harm.